Event description:
It was reported that during attempted implant, the helix could not retracted. The lead was not used and replaced a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis revealed that the helix/lobe was distorted/bent. Blood was present in/on the helix/lobe mechanism and the lead was stretched. Visual analysis revealed that the lead appeared to have been damaged at implant.